Manufacturer narrative:
Analysis found that the customer's complaint could not be duplicated. The device was tested and passed according to manufacturing specification. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the device was working intermittently during a procedure. There was no patient impact.